Event description:
A (B)(6) male pt called zoll customer support to report that his battery pack was showing an error when placed in the charger. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery fault) was confirmed. Upon investigation, the battery was unable to recharge or power up a monitor. The cause for the failure was isolated to mismatched voltage of the battery tri-cells (4.21v, 4.210v, 1.830v). The root cause for the mismatched tri-cells could not be positively identified. No adverse event resulted from the defective battery supply. The pt was issued a replacement battery pack.